Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 191 mg/dl. Insulin squirted from the insulin pump while the patient was priming. Troubleshooting was initiated for the rewind and prime issue. The father was unable to describe possible damage to the drive support cap. The insulin pump had also alarmed motor error. The insulin pump will be returned for analysis.